Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and found that the chassis connector had become detached. The fse verified that the fan wire connector was in good condition and could be properly secured and locked into the board socket. Both fans tested successfully. The unit performed simulation for 30 min and passed without issues. The unit passed all functional tests in accordance with the factory specifications and was returned to the customer for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h3, h11. Corrected fields: h6 (medical device code, investigation finding, investigation conclusion).

Manufacturer narrative:
Due to character limitation in e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during checkup before sending to exhibition that the cardiosave intra aortic balloon pump (iabp) unit screen displayed no fan detected. There was no patient involvement reported.